Event description:
It was reported that the retrograde femoral nail was revised due to infection.

Manufacturer narrative:
Review of the m/dn nail risk analysis showed that the potential risk of sterility being compromised was previously identified, and current controls are in place to reduce the likelihood of sterile nails becoming nonsterile. The root cause of the nail becoming infected cannot be determined. Loss of sterility may have occurred during the surgical procedure, if the sterile barrier was compromised. A complaint history of this nail showed only four other documented complaints, none for infection. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.